Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an invalid patient activated symptom. A false rejected asystole was observed on ECG due to oversensing. Analysis of the device memory indicated oversensing information.

Event description:
It was reported that the patient had asystole and no automatic episode was recorded on the implantable cardiac monitor (icm). The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.